Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 2 samples from 1 patient tested on a cobas 8000 e 602 module. The customer provided both samples for investigation. Based on the data provided, discrepant results were identified for elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii) between the customer's e602 module, the siemens centaur method and an e602 module used at the investigation site. The initial results from the customer site were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e602 module was not provided. The e602 module used at the investigation site was (B)(4). The tsh reagent lot number used at the investigation site was 283550 with an expiration date of jul-2018. Based on the data provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.